Event description:
It was reported through the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads that a pneumothorax was observed and required pleural drain insertion. Details are listed in the article titled "the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads". Patient information was not provided.